Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified.. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The response buttons on monitor sn (B)(4) were non-functional.